Event description:
It was stated that the customer had experienced high blood glucose levels for the past two days. The reported blood glucose reading at the time of the call was 402 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals did not match up with some of the basal rate and bolus delivery totals. Advised the husband the insulin pump would be replaced. The husband stated that he would be taking the customer to the emergency room or urgent care for treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.